Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was yet not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hepatectomy, the jaws did not open after the firing on the hepatic vein, and oozing occurred. Then, the both sides of the clipped tissue were sealed with advanced bipolar by olympus to stop the oozing and the er320 was removed from the patient. Since the sealed tissue was the specimen side, there was no problem. No blood transfusion was required. There was no conversion to an open surgery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information was available.

Manufacturer narrative:
(B)(4). Date sent: 3/12/2020. D4: batch # t93x3v. Investigation summary: the analysis results found that an er320 device was received with the trigger closed and clip in the jaws. The device was disassembled to evaluate the condition of the internal components and it was noted that the silicone was out of position the trigger was bent, not allowing the trigger to function as intended. In addition, 3 clips were found remaining inside the clip track. This defect is correlated to manufacture. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.